Manufacturer narrative:
Head end siderails and timing link assemblies.

Event description:
It was reported by service report that the head end siderails intermittently hold in the upright position. No pt involvement or adverse consequences are reported.